Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the circular seal was cut. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the customer noticed that the product started to leak air or gas from the seal after 30 min into the procedure. In order to complete the case, the cannula was continued to be used despite leakage of gas. There was no patient injury involved in this event.